Manufacturer narrative:
G4: 12sep2020. B4: 14sep2020. Philips field service engineer (fse) was dispatched to the customer site when the fse arrived on-site the display had already been replaced but the rest of the device was disassembled and needed to be re-assembled. It was reported the device was worked on by another employee who is no longer at the hospital. The customer's biomed replaced the display to resolved the reported problem. The philips fse reassembled the device and it passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24sep2020. B4: 28sep2020 . User interface (ui) assembly was returned to failure investigation for evaluation. It was determined that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the reported dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
It was reported to philips that the device a had a dim display. No further details are available at this time. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.